Event description:
It was confirmed by the customer that the air/water nozzle was flushed during the pre-cleaning process. The device was also flushed with detergent during manual cleaning. There was no delay in the pre-cleaning or manual cleaning of the device. There was no malfunction of the reprocessing accessories noted. It was also reported that simethicone was during the procedure. There were no additional agents used in the water containers and/or water bottles.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated by olympus, and the following was observed: foreign material adhering to /clogging the air/water (a/w) cylinder and air/water (a/w) tube. Foreign material/stain inside the light guide-lens (lg-lens). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material was confirmed in the a/w tube and the a/w cylinder, and a foreign material/stain was also observed inside the lg-lens. However, the specific material could not be identified. Therefore, the root cause of the foreign material/stain remaining in the device could not be determined. However, the foreign material found in the a/w cylinder and a/w tube was likely simethicone. Also, regarding the foreign material/stain inside the lg-lens, it was likely caused by physical stress from hitting the distal end and/or dropping the distal end of the device. Moreover, the adhesive around lg-lens likely peeled off and moisture entered the lg-lens and corroded due to chemical stress caused by a chemical solution used. The event can be detected/prevented by following the instructions for use (IFU) which state: operation manual: chapter 3 . Preparation and inspection. Reprocessing: chapter 5. Reprocessing the endoscope (and related reprocessing accessories). This supplemental report includes information added to b5. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video-scope exhibited foreign objects on light guide lens, air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.